Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4).

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, vasoview hemopro was set aside and smoke/burning was noticed. The device had self-activated. There was no burning or harm to the patient.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that post use of an endoscopic vein harvesting procedure, vasoview hemopro was set aside and smoke/burning was noticed. The device had self-activated. There was no burning or harm to the patient.